Manufacturer narrative:
No product samples, pictures, or videos were received for investigation. The complaint of leakage could not be confirmed by investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.

Event description:
The event occurred on 22-jul-2024 to 25-jul-2024 involving a primary plum set, clave secondary port, clave y-site, secure lock, 103 inch. It was stated that the product was leaking with a medication of oxaliplatin. The event occurred during infusion. The oxaliplatin was y-site into a dextrose 5% in water (d5w) primary line and the spiros that attaches to the patient began to leak at the site where the primary tubing and the spiros connect during the last few minutes of the infusion. This was a small leak (< 10ml total). There was patient involvement, no patient harm but there was a delay in therapy because they needed to stop due to leakage.